Event description:
Fasttake meter had been displaying low readings. The reporter and the pt use the fasttake meter and the ultra meter. The pt tested her blood glucose the past three days and noticed that the meter had been displaying low readings. She contacted her physician and he advised her to decrease her insulin of 12u of humalin 70/30 to 4u. Pt takes insulin 2x a day (before breakfast and before dinner). The pt did not experience any symptoms at the time of testing. For the past two days she decreased her insulin. On report date, her husband tested on the fasttake meter and received a 6.7 mmol/l and noticed that the meter was in the incorrect unit of measurement (uom). He did not experience any symptoms at the time of testing. He went to the pharmacy (not the doctor) and they replaced the battery and advised him to contact lifescan (lfs). Customer service assisted the reporter and changed the meter back to mg/dl. While troubleshooting, customer services discovered the ultra test strips the pt has been using were expired. Using expired test strips can lead to a false blood glucose reading. Pt contacted the physician and told him about the uom, and the physician did not change the pt's diabetes regimen. Customer service sent the pt replacement test strips and ultra starter kit. The ultra meter was set to the correct uom.